Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis, when the third reload was being used, the surgeon was able to press the green button but could not squeeze the handle. Hence, the stapler did not fire. Another reload was used to complete the case. There was no patient injury.